Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient (pt) implanted with a neurostimulator (ins). It was reported that pt has been having trouble with the machine and everything and is planning to see his hcp on july 9th to discuss the trouble pt has been having. Caller further clarified that pt has been having trouble with ins staying charged. Line b should be good for 14 days and it's only lasting like a day and half to two days. Caller clarified she is referring to group b. Caller stated pt had adaptive stimulation added and stated that it may be contributing to draining pt's battery more. When pt tries to charge ins it keeps saying wrong spot and the green light never goes solid. Pt's stimulation has been shutting itself off. Caller was relating all issues and stated this all started in january following a car accident pt was involved in and has been happening off and on since then. Pt was supposed to see hcp in march for these issues, but wasn't able to due to covid restrictions. Caller thinks hcp is going to have pt do a CT scan when at the july 9th appointment. Caller requested a manufacturer representative to be at that appointment. No further complications were reported.